Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "call tech support" error was displayed on the receiver. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge test was not performed due to the display of the error icon "call tech support". A receiver boot test was performed and failed due to the display of the error icon "call tech support". The receiver data log could not be downloaded, but a "call tech support" error was observed and pictures were taken. The receiver case was opened for an internal visual inspection and it passed. The reported event of an error icon display was confirmed due to "call tech support" being displayed on the screen. A probable cause could not be determined. No injury or medical intervention was reported.